Event description:
Mother of pt reported her (B)(6) daughter was diagnosed with toxic shock syndrome. On (B)(6) 2014, daughter developed chills, anxiousness, disorientation and a fever of 104 degrees. She was taken to a medical center by ambulance and diagnosed with tss. She was hospitalized until (B)(6) 2014.